Event description:
It was reported to boston scientific corp that a percuflex urinary diversion stent set was going to be used in an unk procedure (date of event unk). According to the complainant, during preparation for the procedure, one of the kits in this box was found to be open. The pt was reported to be in "good" condition.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. (B)(4).